Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) implant mount 3.4mm(d) x 15mm(l) (mmc15) was returned for investigation. Visual evaluation of the as returned product identified the implant stuck with the mount. Could not be disengaged. Screw hex head identified somewhat damaged, most likely from attempt to disengage. Functional testing was performed, and the mount was not able to be disengaged from the implant. Device history record (DHR) review could not be performed for the mmc15 as the lot number was unknown. A complaint history review by item number was conducted for the (mmc15) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event (complaint category keyword: does not disengage/release). Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during implant placement, the doctor is not able to disengage the mount from the implant, it seems that is stuck in the implant hex. Doctor removed the implant with the mount and placed other implant in the same surgery.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).